Event description:
Hcp reported pt presented in 2004 with signs of an infection of the device pocket. These include redness, swelling, drainage, incisional wound opening, and pocket erosion. Cultures of the device pocket were obtained and "s" was the organism cultured. The pt does not have meningitis. The pt was treated with IV and oral antibiotics and total device system explant. Hcp reported pt's infection is now resolved.